Event description:
A physician was getting ready to insert a radial artery catheter in a patient in the picu and noted before use that the product was defective. 2.5f wire guide was bent in two places. The item was never used on the patient.